Manufacturer narrative:
(B)(4). The balloon had a puncture in it, likely caused by surgical instrument. The spacer was on the device. The balloon can be easily compromised when it comes in contact with sharp instruments or packaging material. There was no anomalies found after reviewing the work orders of the batch/lot numbers. The batch/lots passed all testing and all data recorded was within required specifications.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a hysterectomy procedure, when the balloon was inflated to check its function before use on patient, the balloon was burst. Another device was used to complete the case. There were no adverse consequences to the patient.